Event description:
It was reported that devices were used during an laparoscopic cholecystectomy. The device's first clip from every unit would not close, all others closed properly. The was no consequence to pt.